Event description:
It was reported that the pump was implanted in the patient on 10/27/1998 when the patient returned to the hosp for a pump refill it was determined that the pump wasn't flowing. The pump was explanted without any patient complications.